Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor. It was reported that the patient went to the neurologist last thursday and the manufacturing representative added group c in addition to the patient's existing groups a and b. Caller stated the patient typically charges twice a week, on wednesday and saturday. Caller stated the patient charged on saturday as usual. Caller reported the patient stated he noticed the battery level was way below what his battery level typically depleted previously. It was reviewed that programming may affect charging. Caller stated the patient felt his stimulator turned off and they know when the stimulator turns off. Caller stated the patient feels tingling in his fingers, the system shuts off, and the patient shakes violently. Caller stated her brother helped the patient start charging his ins. Caller stated the ins was "negative zero" and the patient has been charging. Caller stated she used the patient programmer to change from group c to group b while the patient was charging and the patient was shaking less. Caller stated the stimulation shows "off". It was reviewed therapy will turn off if the ins battery gets too low and it was reviewed how to turn stimulation on. Caller stated when they turned the stimulation back on, the patient screamed at the caller that he couldn't breathe and they turned the stimulation off again so the patient could breathe. Caller stated she called the neurology office and is waiting for a call back. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating that the cause of the issues was due to the patient's battery was depleted and his system shut off because of this. Patient was re-educated on recharging. Charging was started at home and when patient turned system back on his settings went back to pre-programmed voltage etc. Patient had been without stimulation for a day, settings were ramped up slowly in office and patient did not experience negative symptoms.